Event description:
It was reported via repair work order that the height adjustment rack was bent and it was preventing the cot from being raised and lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.